Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was unable to acquire both the pads and leads ECG waveform. There was no patient involvement.